Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation and a physical investigation was performed for the catheter. During physical investigation it was discovered that the used guidewire was not according to instructions for use and not from the rotarex set. Mechanical jam was reported and can be confirmed. Break and detachment was reported and was not observed. There was a lot of coagulated material present inside of the catheter. The guidewire was not possible to move after multiple attempts, no aspiration was achieved. Therefore, the investigation is confirmed for the reported physical resistance/sticking. The root cause was determined to be user related. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: (expiry date: 07/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the right superficial femoral artery via the common femoral artery access, the catheter allegedly disengaged when the tip was at the mid superficial femoral artery. It was further reported that the audible sound was changed, and the wire allegedly flew back, and resistance was felt. It was also reported that the wire was unable to be advanced or removed from the catheter. Furthermore, perforation was allegedly observed under a contrast run. Reportedly, a balloon was inflated, and a covered stent was deployed to cover the area. However, the patient experienced a hematoma on the thigh. The current status of patient is unknown.

Event description:
It was reported that during a recanalization procedure in the right superficial femoral artery via the common femoral artery access, the catheter allegedly disengaged when the tip was at the mid superficial femoral artery. It was further reported that the audible sound was changed, and the wire allegedly flew back, and resistance was felt. It was also reported that the wire was unable to be advanced or removed from the catheter. Furthermore, perforation was allegedly observed under a contrast run. Reportedly, a balloon was inflated, and a covered stent was deployed to cover the area. The current status of patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex that are cleared in the us. The pro code and 510 k number for the rotarex are identified in d2 and g4. H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 07/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.